Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubble in the patient line. Reportedly, after the cartridge was filled with insulin, the contact then removed air from the filled cartridge. Tandem's technical support educated the contact to first remove the air from the cartridge using the syringe filled with insulin, then expel the air from the syringe prior to filling the cartridge with insulin. The customer's blood glucose (bg) level was over 300 mg/dl with trace to moderate ketones and the bg level was addressed with manual injections. The ketone level was kept under control by the customer being hydrated. Reportedly, a new cartridge was loaded to address the event.